Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the graphical user interface (gui) inoperable. There was no patient involvement reported.